Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that the blood glucose meter was providing reading that were inaccurate by about 60 to 70 units. She stated that her meter gave a blood glucose reading of 103 mg/dl, but when she was pulled over while driving, emergency medical services reported a blood glucose reading of 38 mg/dl. She was treated with glucose liquid. Upon troubleshooting, it was found that the reservoir showed the same amount of insulin as was shown on the status of the insulin pump. She reported excitement on her way to camping, which may have contributed to the low blood glucose event. She observed scratches on the face of the insulin pump screen, which may have occurred as a result of her learning against a wheel barrow while working in the yard. She advised that she could read the screen and the device worked as designed. Advised the caller to monitor the device. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.